Manufacturer narrative:
Pentax medical apac performed good faith effort to gather additional information regarding this event and provided an email response on 17-oct-2024 with the following information. Q1.do, you know any reason why the four complaints occurred almost same timing? For example, the doctor had the dark image at the first scope and change to other scopes to continue the endoscopy? A: pentax medical apac territory manager confirmed that these are all regarding the same event. (9610877-2024-00149, 9610877-2024-00151, 9610877-2024-00152). An emergency bleeding case happened at 9pm. The doctor did not note the scope serial number. Pentax medical apac territory manager took a record of the 4 gastroscopes that were used between that time and when he became aware of the problem. Those four serial numbers are the potential 4 gastroscopes it could be. After an internal review of this case, it was determined to treat it in the same way as the case in which hra/health hazard evaluation and health risk assessment (hv-hra-0184) was implemented. According to hra (hv-hra-0184), since the blood adhered to the illumination lens of the endoscope, it is assumed that the adhered blood coagulated and solidified on the illumination lens as it absorbed the illumination light and was heated, resulting in the observed image being pink. The results of the desk test suggested that minor burns may occur if the endoscope is pressed against a mucous membrane for a certain period of time (more than 3 seconds) while the lens is covered with blood and the temperature of the distal end of the endoscope is elevated. However, there were no actual complaints of mucous membrane burns. Some medical experts pointed out that some physicians who are not familiar with the endoscopy procedure may have the distal end of the endoscope contact the mucous membrane for a certain period of time when inserting the endoscope into the large intestine. After the in-house review, this case was determined that MDR is necessary. 9610877-2024-00149_eg29-i20c_(B)(6)_the image was dark . _eg29-i20c_(B)(6)_the image was dark . 9610877-2024-00151_eg29-i20c_(B)(6)_the image was dark . 9610877-2024-00152_eg29-i20c_(B)(6)_the image was dark. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Doctor experienced a gastric bleed, the image went dark and the doctor was having trouble seeing. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report. D9: is this device available for evaluation? G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d4: primary unique device identifier (UDI) and h4: device manufacture date. Evaluation summary: event that occurred is temperature rise at the tip of the scope. Based on the investigation, a potential root cause of this failure is blood got on the cover glass for fibre bundles. This blood dried and solidified due to the illumination light, causing the colour of the illumination light to change. In addition, the temperature of the area increases when the solidified blood is continuously exposed to illumination. If this hot area comes into contact with mucous membranes, burns may occur. A CAPA is currently in progress to resolve this issue. It has been identified through trend analysis that the upper control limit has been exceeded in the "operation impossible/difficult" category. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 19-jul-2023 under normal conditions. During the process inspections, a bending malfunction, an update for image sensor noise reduction measures, and insufficient adhesive strength of the resin covering the flexible tube were discovered, and rework was performed. However, it was confirmed that the endoscope passed all required inspections and was released accordingly. The dates of approval for shipment and the actual date shipped were confirmed on 04-jun-2024. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. 9610877-2024-00149_eg29-i20c_(B)(6)_the image was dark_fu1. 9610877-2024-00150_eg29-i20c_(B)(6)_the image was dark_fu1. 9610877-2024-00151_eg29-i20c_(B)(6)_the image was dark_fu1. 9610877-2024-00152_eg29-i20c_(B)(6)_the image was dark_fu1.